Event description:
A 6f angio-seal sts plus was selected for use following a percutaneous peripheral intervention (ppi). A pre-deployment angiogram revealed a common femoral artery with moderate calcification. When the physician withdrew the device and advanced the tamper tube to compact the collagen, the compaction marker was not exposed as usual. When the physician advanced the tamper tube further, he experienced no unusual resistance but bleeding from the puncture site was observed. Manual compression was applied for 25 mins, and hemostasis was achieved. A small hematoma formed around the puncture site, so the pt's hospitalization was extended for a few days. The pt was listed as stable and was discharged.

Manufacturer narrative:
Review of the device history record confirmed this lot met mfg requirements prior to shipment. One 6-f angio-seal sts plus hemostasis sheath and carrier tube assembly were visually inspected. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. Suture exited the sheath distal tip; the suture distal end strands were even, consistent with cutting. The clear heat shrink tubing had been fully exposed. A detached suture segment was returned loose. The black heat shrink tubing was present on the detached suture segment; both ends of the heat shrink tubing were fully shrunken on the suture. No visual anomalies were noted. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) states that in very thin pts the collagen may protrude from the skin after tamping has been completed. Attempt to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not apply vigorous tamping as this may result in anchor fracture. Do not cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised.